Event description:
A volume discrepancy was reported. The actual residual volume (arv) 38.5 ml was greater than the expected residual volume (erv) 6 ml. At the patient's last refill on (B)(6) 2012 the discrepancy was noted. The patient did not experience any physical sickness but patient's wife states about a week after his refill (prior to the fill (B)(6)) wife states patient was "out of sorts." A catheter occlusion was suspected. Hcp attempted dye study and was unable to aspirate catheter. The dye study was aborted and the patient was scheduled for full system replacement. There were no events on the pump logs indicating a motor stall or any other issues. The pump and catheter were replaced. It was noted the patient "should be receiving therapy" and will be working with the hcp to achieve optimal therapeutic dose. It was indicated that the pump and catheter will not be returned to the manufacturer. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8731, lot# b005308n44, implanted: (B)(6) 2003, product type: catheter. Product ID: 8731, lot# b005308n44, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 40mg/ml at 6mg/day and bupivacaine 6mg/ml at 1mg/day. The doses and lot numbers were unknown. The indication for use was non-malignant pain. It was initially reported that a motor stall and replacement occurred. However, it was later reported by the manufacturing representative that there was no true motor stall. The patient experienced increased pain and a kinked catheter. Because medication was sitting in pump not moving, the hcp replaced the system. Follow up regarding the cause of the kinked catheter is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Product ID 8731, lot # b005308n44, implanted: (B)(6) 2003, product type catheter.